Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, it was reported that the patient felt sick/ unwell and experienced high blood glucose level due to a bent cannula. On (B)(6) 2022, at 4:00 pm, she changed the infusion set. Then in the midnight, she went into diabetic ketoacidosis. Consequently, on (B)(6) 2022 at 4:00 hours, the patient was admitted to the emergency room with blood glucose level of 700 mg/dl. During hospitalization, the patient was administered an intravenous insulin drip as corrective treatment. The site location was left side of her stomach. The patient was hospitalized for three days. Currently, her blood glucose level was 332 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.